Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that "on (B)(6) 2015 they attempted wireless monitoring when patient was admitted to unit. They had difficulty finding and determining fetal heart rate (fhr) on wireless unit because of sound quality. The customer did not feel confident with the wireless transducers capturing the fetal heart rate, as they had difficulty hearing the fhr. Emergency cesarean resulted in liveborn preterm infant. Infant was transferred to higher level of care".

Manufacturer narrative:
The device was evaluated by the customer, who confirmed the reported problem. Philips clinical specialist re-educated the customer¿s staff on volume controls and where to find them, also reinforced that wired transducers are an appropriate backup if they are not confident in wireless transmission. No follow-up calls were found. The device remains at the customer site. Philips cannot rule out a malfunction of the wireless ultrasound transducer, but no specific malfunction was identified. The available information is most consistent with user unfamiliarity with the technology and does not support that this issue represents a systemic, design, or labeling problem. There is minimal health risk. No further investigation or action is warranted.

Event description:
The customer reported that the sound quality on the wireless ultrasound (us) transducers was softer/muffled/different than on wired transducers. On (B)(6) 2015, they attempted wireless monitoring when the patient was admitted to the unit. Clinical staff had difficulty finding and determining fetal heart rate (fhr) on the wireless unit because of the sound quality. They ended up switching to wired transducers as they felt more confident with them. Patient had an emergency cesarean section for fetal distress. The product did not cause the low fhr, rather it provided less confidence in what was happening at that moment. Emergency cesarean resulted in live born preterm infant. Infant was transferred to higher level of care. The patient had a cesarean section, which was reportedly not due to the sound issues with the transducer. The c-section was reported as being planned when monitoring was started. There was no adverse impact on mother or child.